Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that per the all infusion detail report it was found that the decitabine (dacogen) was programmed using data set (B)(4) which had a soft minimum duration limit of 50 minutes. The decitabine concentration was programmed as 31mg/116.2ml with a vtbi as 116.2ml. The rate was programmed at 697.2ml/hr or 600 seconds (10 minutes) and the patient received the medication too quickly. There were no alerts even though the soft limit minimum is 50 minutes which was validated per the library management report. The customer is trying to determine whether the nurse overrode the soft limit. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 1:24 pm on (B)(6) 2017 the pump module was programmed to infuse a custom concentration of decitabine. The user entered 31mg for the drug amount and 116.2ml for the diluent volume, which made the concentration 0.267mg/ml. The user entered 1.55m2 for the bsa, which made the dose 20mg/m2. The user entered 10 minutes for the duration, which made the rate 697ml/hr. The user selected yes to the guardrails warning ¿rate exceeds guardrails limit of 139ml/hr. Proceed?¿ and the infusion was started. The pcu event log shows that the user overrode the guardrails limit and started the infusion. The root cause of the overinfusion was user programming. No devices received, log review only.